Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-01697. This report is being submitted as additional information. Approximate age of device- 7 months. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system and the report that the patient¿s elevated ldh could not conclusively be established through this evaluation. Additionally, analysis of the log file provided by the account confirmed elevations in pump power and flow; however, no power over 6 watts were recorded. Analysis of the submitted log file revealed transient power elevation, however, no power elevation over 6 watts were recorded. The pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system and no additional events have been reported at this time. The heartmate ii left ventricular assist system instruction for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also contains information regarding pump speed, power, flow, and pi. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital and recent lab showed a rising lactate dehydrogenase (ldh). The manufacturer¿s technical services representative reviewed the submitted log file and transient power and flow elevations were observed, however there were no powers over 6 watts during these events. There is not enough evidence to say there is a thrombus present and there were no other unusual events seen within the log file. Additional information was requested but not provided.